Event description:
Consumer's husband alleges they were touring the caverns when the power to the scooter allegedly shut off and his wife and himself were unable to restart. The scooter had no power so they put the scooter in neutral, were leading the scooter back down to a safer space. The scooter allegedly lurched backward, partially ran over consumer's wife then threw her to the left side into the cavern rocks where she struck her head very hard, rendering her unconscious. The scooter then allegedly flipped over backwards, throwing the consumer's husband to the ground and pinned him totally under its entire weight.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.